Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1927bcf serial/batch number (B)(6) was received for investigation. After visual evaluation, it was noted that the bio/implant screw arrived damaged/broken, missing half of the implant. No damage was observed on the shaft or handle. The most likely cause for the reported failure is user error. Per dfu-0087-eo revision 2. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.

Event description:
It was reported that during a shoulder arthroscopy the function of the device didn`t release after three turns. There was no harm for patient, operator or third party reported. No further information received. Update avoe 15-mar-2023: further information was provided that no part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 30-aug-2023: it was confirmed that the surgeon turned the device twice and on the third turn came the crack and the break. Everything was removed from the patient and the surgery was finished successfully with a new device with the same part number.